Event description:
The customer complained of clogged tubing sets and water being left in the unit's basin after a cycle. The customer reported there were approximately twelve patients who had scopes used after being processed in the automatic endoscope reprocessor. The facility is currently gathering further information on the patients' status.

Manufacturer narrative:
Water inlet valve assembly and upgraded software to rev. C.